Manufacturer narrative:
Concomitant products: product ID: 3888-28, lot#: l21674, implanted: (B)(6) 1992, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 04-may-1996. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported a lead was left in their body from a 2016 explant of an ins. Pt mentioned they decided to get the ins explanted in 2016 because they needed an MRI. Ins was explanted, but pt mentioned 5 leads were left in pt's body. Pt also mentioned a broken lead for an ins pt had implanted in 1992; the broken lead on the 1992 implant caused her to have a revision/replacement.